Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl. Paramedics assisted, emergency medical services was dispatched and the customer was hospitalized, where hyperglycemia was treated with pump and an intravenous (IV) insulin drip. Ketone testing was performed, and results were consistent with hyperglycemia, and this was also treated with an intravenous (IV) insulin drip. The customer reported symptoms including feeling sick/unwell, tiredness/weakness, and vomiting. The event involved product(s) mmt-399a, mmt-1884, mmt-7040a, mmt-332a. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-399a, mmt-7040a, mmt-332a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08770 inches. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 15-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn# (B)(4) event date of 15-jan-2026/related svn# (B)(4) event date of 13-feb-2026, there are no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The pump was received without a battery and battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window cover, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka/low bgs. Cosmetic damage was confirmed at the case behind the pump at the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.